Event description:
The surgery center reported wasted, damaged lens (haptic or optic damaged) with a monofocal intraocular lens (iol). That the lens appeared scratched after deployment. The cartridge tip was not damaged. The account is doubtful if the issue was due to use error, typical preparation and deployment. There was patient contact with cartridge and iol. The procedure completed with a preloaded backup/replacement lens (model/diopter of replacement lens is unknown). No medical or surgical interventions required and no patient injury or any complications reported. The device is not available for return, was discarded as it touched the eye. A room temperature competitor's balanced salt solution (bss) with no additives used which was introduced into the cartridge from cartridge canopy. The average dwell time/ keeping in the dwell position was 1-2 minutes. The initial advancement was reported as "push until the threads engage". The initial movement of the lens and the first twist is done by scrub which is not uninterrupted once the lens passed the dwell position. It was noted that when advancing the lens, they make one (1) turn. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to october 11, 2024. Section d6a: give date: n/a (not applicable). There is no indication that the device was implanted. Section d6b: if explanted, give date: n/a (not applicable). There is no indication that the device was implanted. Therefore, not explanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received indicated that the lens partially inserted into the patient's eye and all was good on discharge with an alternate lens in place. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.